Event description:
There is no information regarding the failure mode of the surgical fiber. Completed case with "finishing with a different equipment" reported. Additional information was not reported.

Manufacturer narrative:
Device available for eval and date returned updated.

Event description:
Joules used: 57. Time expended: 10 minutes. Procedure was completed with turp. The fiber tip/cap was cleaned during the procedure.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; this failure mode is indicative of a fracture beneath the metal cap; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned with the product; the metal cap exhibits severe detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.